Event description:
During a lar procedure, half of the staples were malformed so that the anastomosis stoma did not be closed completely. Changed to anothr one to complete the operaton. No patient consequence.